Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer (a child of (B)(6)) experienced an adverse skin reaction after 4 days of wearing an adc freestyle libre sensor. Customer experienced skin irritation and itching and had contact with a healthcare professional who prescribed nutrasona (hydrocortisone) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. The complaint is not confirmed.

Event description:
A caregiver reported the customer (a child of 12 years) experienced an adverse skin reaction after 4 days of wearing an adc freestyle libre sensor. Customer experienced skin irritation and itching and had contact with a healthcare professional who prescribed nutrasona (hydrocortisone) cream for treatment. There was no report of death or permanent injury associated with this event.